Event description:
It was reported that the atrial pacing and sensing polarities unexpectedly switched from bipolar to unipolar between two follow-ups.

Event description:
It was reported that the atrial pacing and sensing polarities unexpectedly switched from bipolar to unipolar between two follow-ups.